Event description:
Literature: glannon w. Stimulating brains, altering minds. J med ethics. 2009; 35(5): 289-292. Summary: the article presents a single pt case study with advanced parkinson's disease and describes the effect of deep brain stimulation (dbs) on the mind and how therapy influences decision by pts and physicians. Reportable event: it was reported that the pt was admitted to a psychiatric hospital for a manic state caused by stimulation three years after the implantation of electrodes in the subthalamic nucleus and the start of dbs. A mood stabilizer failed to control symptoms which included megalomania and chaotic behavior that resulted in serious financial debts. The pt became mentally incompetent. Adjustment of the stimulator resolved the mania and restored cognitive capacity for insight and rational judgement. This adjustment, however, resulted in a return of motor symptoms severe enough that the pt became bedridden. The pt and healthcare provider discussed options available which included admitting the pt to a nursing home because of the serious physical disability, despite intact cognitive and affective capacities; or to admit the pt to a chronic psychiatric ward because of a manic state, despite restoration of good motor function. In accord with the pt's competent expressed wish, he was legally committed to a chronic ward in a regional psychiatric hospital and continued to receive dbs therapy.

Manufacturer narrative:
See scanned pages.